Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked and unusable screen, after which the user experienced trouble operating the device; a replacement device was shipped and the user was instructed on shutdown, data sync to the mobile app, and use of cgm via dexcom app or receiver while on backup therapy. Symptoms included no injury. Outcomes included temporary interruption of device use and reliance on backup therapy until receipt of the replacement. Investigation included customer interview and logistics review of the return process. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event was due to unintended physical damage, not a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.